Event description:
Reporter alleged he was attending a party and was experiencing hypoglycemic symptoms during the time of testing so he self-treated with food and did not perform blood glucose testing. Reporter stated he then treated himself with a bolus of 8 units of rapid acting insulin based on his food intake and may have taken more than needed. Reporter indicated after the party, approximately one hour, he was experiencing hypoglycemic symptoms and he became unconscious while he was waiting for a relative to give him food. It was stated, the reporter's relative tested his glucose at 177 mg/dl on his aviva system back-to-back with a result of 74 mg/dl on the same system performed a couple of minutes apart. It was stated the relative called the paramedics who obtained a glucose result of less than 20 mg/dl so customer was then treated with a glucose IV and some other type of glucose, type not provided. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.